Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a pancreatic head resection, the subject device was used. Seal & cut short circuit error occurred frequently. After about 170 minutes since the surgery began, the tissue pad of the subject device was separated. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the separation of the tissue pad.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was a mark in the probe which came in contact with the non-insulated area of grasping section and was abraded against it. The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. When we performed probe check, no abnormality occurred. When we closed the grasping section and checked ""seal"" output, seal short circuit error occurred. Abrasions will appear on the tissue pad when the device is activated in seal & cut mode. Therefore, we perform the test in seal mode. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1. The grasping section was closed without grasping anything while activating the output in seal & cut mode. (This includes after tissue resection) this might have caused the tissue pad to wear out. 2. Since the tissue pad was worn out, non-insulated area and the distal end of the probe came into contact. 3. The output was activated while the grasping section was contacting the probe. This caused seal & cut short circuit error (error code: u508), causing contact marks on both of them. 4. The output in seal & cut mode was continuously activated while grasping section was closed without grasping anything. (This includes after tissue resection) this caused the worn tissue pad with to peel off. The above device handling has warned in the instruction manual.